Event description:
Additional information was received stating that the handheld device would freeze on the interrogation screen. The handheld device has not been returned to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld and flashcard confirmed all quality tests were passed prior to distribution.

Event description:
The handheld and flashcard were returned for analysis. The handheld analysis was completed on (B)(4) 2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The flashcard analysis was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician's handheld is constantly freezing. Troubleshooting was performed and a hard reset was able to resolve the freeze; however, the physician wanted a replacement programming tablet. A new programming tablet was provided to the physician. Attempts to obtain additional relevant information have been unsuccessful to date.